Event description:
A report was received that the patient developed a seroma of the lumbar incision which was mild in severity. The physician assessed that the seroma was procedure related and not device related. The seroma was aspirated and the event resolved / recovered on (B)(6) 2015.

Event description:
A report was received that the patient developed a seroma of the lumbar incision which was mild in severity. The physician assessed that the seroma was procedure related and not device related. The seroma was aspirated and the event resolved / recovered on (B)(6) 2015.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient developed a seroma of the lumbar incision which was mild in severity. The physician assessed that the seroma was procedure related and not device related. The seroma was aspirated and the event resolved / recovered on (B)(6) 2015.